Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign consumer regarding a patient receiving intrathecal morphine 20,0 mg/ml at 4,698 mg/day. The patient reported about underdosing symptoms since a couple of days. The patient went to the clinic where they tried to aspirate the pump. No drug could be aspirated from the reservoir, although around 3 ml should still have been in the pump. The health care provider (hcp) refilled the pump. The patient called patient services to ask what they should do now. Patient services advised the patient to contact their hcp for further troubleshooting. Additional information received indicated that there were no active alarms in the pump.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative. The clinic did fill the pump completely and the patient was sent home with the advice to come back in case of symptoms getting worse. Otherwise, the patient was advised to come back for regular refilling which will be in july.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign company representative (rep) and it was reported the rep received information that the patient did not show up again or call the hospital again regarding this event. It was noted the patient would show up regularly for the next refilling.